Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrial lead revision procedure. During the procedure, it was noted that the pacemaker could not be interrogated with radio frequency telemetry. The physician decided to explant and replace the device. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.